Event description:
The nurse reported that during the laser portion of the case, the light pipe dimmed and eventually stopped emitting light. The staff plugged the light pipe into different light sources to allow the surgeon to continue the case. It was then determined by the surgeon that the case would not be completed. Immediately after the case, the light sources were all working perfectly fine. The surgeon asked that the light pipe be sent in for an investigation and credit. The nurse stated there was no patient injury. Additional information received from the surgeon stated the following information: I was working on a retinal detachment case, completing a posterior drainage and began to laser, when I noticed the light pipe was dimming. I asked the nurse to switch bulbs and ports on the system to try and troubleshoot the issue as I was beginning to lose visualization. None of these things were helping. I then asked the nurse to plug the light pipe directly into another system and the light was still the same. The light pipe tip was washed off and still there was a minimal improvement. I was not able to complete the laser, posteriorly. I began to notice feathering on the cataract so I decided to end the case prematurely. The retina is lying flat primarily due to the silicone oil and the patient is doing fine for now.

Manufacturer narrative:
Multiple attempts were made for sample return with no response to date. The facility did not request service for the system and no sample was returned for evaluation. The root cause of the event cannot be determined in this investigation. (B) (4). (B) (4). (B) (4).